Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to analyze when in AED mode during a training scenario. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer's medical physics team evaluated the device on site and found no fault with the device. A patient event file (pef) was received and reviewed by philips senior medical office. The review concluded that the device accurately detected a no shock advised and also delivered a shock when it was accurately advised. Therefore, no fault was found with the device and it was determined to be functioning as intended. Following this event, the device was returned to service/training and no further events have been reported. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.